Manufacturer narrative:
The returned sc-2316-50e with serial (B)(6) was analyzed. The allegation of lead damage was confirmed. Visual inspection revealed that the distal tip and electrode # 1 were separated from the distal array and both were not returned. The cables are exposed at the damaged portion of the lead. The cables are exposed at the damaged portion of the lead. Visual inspection of the fractured cables revealed fraying of the breaks, lack of necking and discoloration associated with welding, and the proximity of the break points to the edge of the insulation indicate that the cables didn't break at or near the welds. It appears that resistance was felt during the lead pull and lead was subjected to excessive tensile load causing damage to the distal array.

Event description:
It was reported that the tip of a lead was left a contact inside the patient during a lead pull attempt by the physician. It was also noted that upon inserting the third lead the patient became unresponsive and stopped breathing. The physician quickly pulled the third lead out and the patient was turned on his back, patient was given oxygen and he started to breathe again. The patient was doing well postoperatively.

Event description:
It was reported that the tip of a lead was left a contact inside the patient during a lead pull attempt by the physician. It was also noted that upon inserting the third lead the patient became unresponsive and stopped breathing. The physician quickly pulled the third lead out and the patient was turned on his back, patient was given oxygen and he started to breathe again. The patient was doing well postoperatively.

Manufacturer narrative:
Block a2: patients exact age is unknown; however, it was reported that the patient was over the age of 18. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7205461/7214820.